Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -10.50/1.0/088 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2016. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem. The cause of the event is reported as unknown.